Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias and conduction system defects which may or may not require a permanent pacemaker implantation are potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the overall transcatheter valve replacement (tvr) procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the tvr procedure. According to the literature review, and as documented in ew clinical technical summary for complaints, conduction disturbances/ heart block, atrioventricular conduction disturbances after tvr are associated with many patient related and procedural related factors, including pre-operative comorbid status, the degree, and bulkiness of annular calcification, interventricular septal thickness, history of electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional aortic valve replacement (avr), where there may be localized trauma due to decalcification of the annulus and suture placement in the proximity of the atrioventricular (av) node or the bundles, the transcatheter heart valve may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tvr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as no information received was limited. The cause of the heart block may be related to the mechanism described above. The cause of the death is unknown, however may be due to the rv perforation and/or complications from the serious injury or complications from the heart block. A review of edwards lifesciences risk management documentation was performed for this case. The reported event (heart block) is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time at this time.

Event description:
As reported to the field clinical specialist by the site, the 20 mm edwards sapien 3 ultra resilia valve was deployed at -1 across the annulus during rapid pacing. Following deployment there was heart block and she required backup pacing. Post deployment echocardiography demonstrated no aortic insufficiency, but a growing pericardial effusion was noted along with worsening hypotension. Due to concern for rupture or perforation a pericardiocentesis was performed and a drain was placed which helped stabilize the patient. The temporary transvenous pacing (tvp) lead was noted to by migrating. The tvp was exchanged for a new one. From report, the pericardial effusion was caused by a non-edwards tvp lead and no edwards device contributed to the right ventricle perforation. During the post-op period, the patient had three episodes of complete heart block two days post procedure. There was no information provided by the hospital if the patient received a permanent pacemaker and/or the patient status post-surgical repair of the right ventricular rupture. The patient expired four days post procedure. The cause of death is unknown.